Event description:
Pt received synvisc one pre filled syringe rn from us on (B)(6) 2019, pt had this med injected in to her knees as she normally does. This time pt began having some pain in her knees when she woke the following morning - over the weekend, pt ended up having to go to the hosp for this pain and have 62 cc of fluid drained from both of her knees. Reported to (B)(6) by pt/caregiver.